Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted.

Event description:
It was reported that a one-link y-type microbore catheter extension set experienced a no flow. This occurred when the nurse started to push a bolus dose of medication during infusion. The facility reported that this defect has been a reoccurring issue with the pediatric sedation & PICC department. There was patient involvement; however there was no report of patient injury, medical intervention, nor adverse event in association with this event. Additional information was requested and is not available at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: a batch review cannot be performed since there was no lot number provided. The sample was not available for evaluation. The customer reported condition could not be confirmed and the root cause was not identified.